Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's fibula remained broken following the removal of the plate.

Manufacturer narrative:
This was the first complaint for the product lot number involved. Based on information provided, the most likely cause of the reported reconstruction plate fracturing cannot be determined. This product will be monitored for any adverse complaint trends. There was no product returned and was noted as being retained by the hospital; therefore, no physical evaluation could be conducted. The device history records were reviewed for the lot, which the part originated from, and found conforming to the requirements at the time of manufacture. The plates are used for treatment.